Event description:
This lead was returned with oos documentation from rep. There was "subclavian crush of the ventricular lead causing 149 recap events mgmt shutdown. The lead and device were removed.